Event description:
It was reported that intermittent unexpected resets occurred. There was no reported adverse impact to customer's blood glucose level. Reportedly, the customer continued to use the pump for insulin therapy, as well as using manual injections as needed, until the replacement pump arrived.